Event description:
Clinic notes were received to the manufacturer reporting that a patient was having increased seizures in (B)(6) 2011 and that the patient's vns generator was at end of service, and surgery was likely to replace the generator. A battery life estimate was performed by the manufacturer on (B)(6) 2011 which noted approximately 0.79 years remaining. On (B)(6) 2011 the patient's vns was interrogated and found not to be at end of service, and generator replacement surgery is no longer planned. Attempts for further information regarding the increased seizures are in progress.

Event description:
Reporter indicated the cause of the seizure increase was unknown, and the level of the seizure increase compared to baseline seizure levels was unknown. It did not appear as if an intervention was done at the time. When the patient was seen in (B)(6) 2011, vns diagnostics (not specified) were reported as normal and the patient was doing well with her seizures at that time.